Event description:
The pt was revised due to infection. Became infected 5 days after surgery, knee swelled and pt became less mobile. Put pt on IV antibiotics, didn't seem to work, explant components in 2005 and put in spacer. New components were implanted the following month.